Event description:
This homecare pt was being fed using a pump. 100ml of an enteral feeding solution were hung, and the pump was set to deliver 30 ml/hr. 100 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Product dried inside cassette cavity.